Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the usm 1 to resolve the reported issue. The system was tested and verified as ready for use. Isi has received the usm involved with the complaint; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator 1 (usm1) produced repeated recoverable errors. The customer recovered from the error each time, but it would keep returning. The customer hard power cycled the system, but the issue persisted. The customer opted to disable the usm1 and proceed with the case using the three remaining usms. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported issue and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was tested on an in-house system in normal mode where it triggered error 3119 and 31226. During preventive field technical procedure (pftp) 940 testing, the unit failed fiber test. After installing a golden rolling loop fiber, unit passed fiber retest and continued with 940 and 960 pftp test. Failure was replicate again with original rolling loop fiber. The complaint was confirmed based on failure analysis.